Event description:
It was reported to baxter (B)(4) that leakage was observed at the "y tubing" of one (1) basal/bolus infusor during patient use. There is not report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation containing no fluid in the reservoir. Visual examination of the sample showed no signs of physical defect. A leak test was subsequently performed on the sample. After the device was filled with green water, a leak was detected at the y-tubing due to a gap at the connection of the delivery tubing and microbore y. The gap was due to insufficient solvent at bonding. Baxter will continue to monitor similar reports to determine if further actions are required.